Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. Data was provided for evaluation. The reported receiver ceased to function was not confirmed via data as the data was not relevant to product at fault. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the data log found firmware errors. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.